Manufacturer narrative:
(B)(4). G2: foreign: taiwan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the blue plastic section of the instrument fractured intraoperatively. No known impact or consequence to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11 the reported event was confirmed through returned product analysis. Visual examination of the returned product identified the blue plastic sleeve is confirmed to have a single crack from top to bottom on the side driver shaft component. The blue sleeve is still held firmly in place to the tip slider component from the epoxy used during assembly. The handle and all components appear present and fully actuate as intended. The blue plastic sleeve has scratches and nicks all around it. There are scratches and nicks along the main body and tip of the driver shaft. The strike plate end has indentation marks. No other damage was noted during visual evaluation. Device has an approximate field age of 4 years. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.